Event description:
A radiolucent right angle drive was sent for eval because during testing, it was noted that a screw was missing. There was no pt involvement; no adverse event was associated with the device.